Manufacturer narrative:
The investigation remains in progress. Once the evaluation is complete, a supplemental report will be submitted to provide the final findings. Manufacturer reference: (B)(4).

Event description:
It was reported on 02/25/2026 that parts of a silent nite sleep device were broken/fractured. No additional information was provided at the time of the report.

Manufacturer narrative:
The investigation has been completed, and the results are as follows: DHR results. The production record for the case number was reviewed, and no anomalies were identified that may have contributed to the reported event. Stock product reviewed results. No stock product was available for review since the device was fabricated per the physician's prescription only. Investigation methods/results. The product was returned in the original case. The returned device was visually inspected, and the following was found: roughness- the flange was smooth; internal/external surfaces were smooth. Broken- the blue anchor appears broken off. Delamination- layers were intact and did not separate. Discoloration- the device was transparent but had a yellow discoloration. General cleanliness - the returned device appeared to be partially clean. Root cause description. The root cause could not be determined. A potential root cause is due to an incomplete curing, which may have caused the anchor to break off. Corrections: h6: updated "type of investigation" code. H6: updated "investigation findings" code. H6: updated "investigation conclusions" code. The manufacturer's internal reference number is: (B)(4).